Event description:
The customer reported via phone call that current blood glucose was high at 435 mg/dl; customer experienced stomach pain and chest pain. Last set changed was on (B)(6) 2015. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and the cannula was not bent. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Customer stated that the bolus history does not display all entries. It has missing bolus dose for (B)(6). An easy bolus was programmed into the air; bolus appeared in history.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was programmed with correct time and date; monitored for 12 day days. Several boluses were programmed and delivered during this period; all bolus were recorded properly at the bolus and daily totals history screens also, was downloaded to carelink pro. The insulin passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. Unable to verify customer's complaint regarding bolus history not showing in carelink. The button event file was overwritten. No cosmetic damage noted.